Manufacturer narrative:
(B)(4). Date sent: 12/9/2021 additional information was requested and the following was obtained: an external rapid response call was held on 12/8/2021 to include the customer (manager and surgeon), post market surveillance, customer quality, quality engineering, sales, medical safety, marketing, design engineering, and local reps to discuss the analysis performed by the eithicon team. Quality went through our procedure of analyzing a returned device. Then the analysis findings were presented. For pc-000991734, the engineer went through the device analysis. Four shorts occurred and the team talked though what it means when a short happens. Pms went through the global data. Over 65000 devices have been used in procedures. The occurrence of intra-operative hemostasis concerns and post-operative hemostasis concerns were both well below the limits. The team then went through the videos that were shared with the ethicon team. Both videos show a wetter field and that the instrument was sitting a pool of fluid/blood. It was indicated that the field should be as dry as possible. The next steps are for the customers to work with the local team for a plan for the affected surgeons.

Manufacturer narrative:
(B)(4). Date sent: 12/8/2021. Additional information was requested and the following was obtained: it came out from the engineer who was at baptist medical the day of the 2 nephrectomies that the first case that day (complaint (B)(4).) Was not converted to open. Only the 2nd case that day was converted (complaint (B)(4).). Can one of you confirm that this is correct? From rep: you are correct. 1st case he did not open, 2nd case he did. Video analysis: ¿ notice some bleeding at 9:00 in the video ¿ it appears this is caused by too much tension and tearing of the tissue. The surgeon appear to spot coagulate this area and it did not present any further issues. ¿ the initial 30-minutes of the procedure the enseal x1 device appeared to work fairly well. ¿ the surgeon performed a lot of posterior dissection with his hand using a technique that I call finger fracturing (e.g., separating and pulling apart tissues with his hands and fingers)). ¿ at about 39:00 minutes in the video the surgeon appears to be having a more difficult time finding the correct plane to mobilize the hilum of the kidney. The finger dissection creates oozing on the posterior side of the kidney. ¿ at 41:00 minutes into the video the surgeon identifies a structure (I am not sure which vessel this is) and attempts to seal and divide what appears to be a vessel, unfortunately it does not work very well because the instrument is submerged in fluid and blood. ¿ at 46:00 minutes the surgeon brings in an endocutter to try and stop the bleeding. He fires the endocutter multiple time to help control the bleeding and to further mobilize the kidney. ¿ at 1:09 in the video the kidney was removed and the kidney bed looked fairly hemostatic. ¿ I believe the issue in this video was caused by 1 firing that occurred in a pool of fluid and blood. Other than that one firing the device appear to work well. Abp devices will not work well when submerged as the fluid will act as a heat sync. In addition, the fluid creates alternative electrical pathways, thus diverting energy from the tissue. H1, h6 health effect - clinical code and health effect - impact code.

Manufacturer narrative:
(B)(4). Date sent: 11/9/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. The device was tested with the test media and no anomalies were found. There were no anomalies noted with the functionality of the device. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. H10 - investigation summary.

Manufacturer narrative:
(B)(4). Batch #: v94y2d. Additional information was requested and the following was obtained: an internal rapid response call was held on (B)(6) 2021 to include post market surveillance, customer quality, quality engineering, sales, medical safety, marketing, design engineering, and local associates to discuss hemostasis issues with the enseal x1 curve jaw. The rep indicated the account converted to ethicon products in june. They had used the large jaw in the past and had fairly good success. All of the procedures were recorded under a different program, but we will not have access to the videos until after they have been de-identified. The rep chose to go over the nephrectomy cases first. The surgeon is a urologist and was a ligasure user prior to the conversion. The rep was not in the 1st case but an engineer was there. When the rep talked to him, the surgeon said the case may have to be flipped to open and the case went fine/medium. The rep attempted to attend the 2nd case but the surgeon said no because he was having a lot of issues with bleeding and lack of sealing. Per the head of surgery, the operating surgeon had to convert the procedure to open to control the heavy bleeding and the structure that bled was the ¿venus.¿ a significant loss of blood, 300cc, was mentioned. The operating surgeon then looped the 1st case in with the 2nd case indicating he had issues with the device in both cases. The surgeon was adamant that the device was not performing the was it should to the detriment of his patients. He was disenchanted with the device. He also indicated that the device throws out a lot of heat compared to the ligasure. Per engineering request, the rep indicated the surgeon does not always fully lock the device while using it and the surgeon has used the x1 10-15 times. Both nephrectomy devices are coming back. Once the generator serial numbers are pulled from the devices from the engineers, the reps will pull the generator logs. The 3rd case was a laparoscopic cholecystectomy that was performed by a general trauma surgery who normally uses ligasure on his gall bladders. The surgeon indicated that the device was not sealing the cystic artery. The 4th case, a new complaint from 10/5, was a bowel stricture. The mesentery vessels were not sealing. The surgeon indicated that he will not use the device again. Per engineer¿s inquiry, the rep indicated the surgeon was using the device per the proper technique. The surgeon had to use multiple silk ties to control the bleeding. The device is coming back but no video is available. He used a ligasure maryland to finish case. This surgeon also commented that device seems to get hot. Pms indicated that post op bleeding and intra operative oozing has a very low occurrence rate. The next steps are to get the devices back and will inform the reps what logs that are needed. Then we will circle back to see who would like to talk about the analysis results. Video analysis: unable to determine which video correlates to this complaint: video #472 ¿ the initial mobilization with the enseal device is very good ¿ the device appeared to work very well through the first 42 minutes of the procedure ¿ around the 42nd minute the surgeon attempts to seal and transect a vessel on the posterior side of the kidney ¿ prior to placing the energy device on tissue, the surgeon performs a lot of posterior dissection with his fingers ¿ prior to placing the energy device on the vessel, the surgeon is seen drying the field with a sponge ¿ as the surgeon applies the energy device to the tissue, you can see the blood pooling and it looks like the device may be fully submerged in fluid/pool of blood prior to activation ¿ the surgeon transitioned to using a number of endocutter firings to further transect and mobilize the posterior structure of the kidney ¿ after the kidney was fully detached the bed where the kidney was looked fairly dry ¿ the surgeon proceeded to take out some lymph nodes with the device ¿ except for the one firing in the fluid filled field the device performance look very good video #471 ¿ in this video, the surgeon experience some bleeding/oozing from the lower pole of the kidney ¿ it was very difficult for me to identify how the bleeding was caused ¿ it was unclear if this was device related or caused by the finger dissection performed by the surgeon, which is a very common technique in the avascular tissue planes surrounding the capsule of the kidney ¿ the surgeon packed the lower pole of the kidney and proceeded with his dissection ¿ there were a lot of activations of the device in a fluid filled field and some activations the instrument was completely submerged ¿ this was a very large and challenging kidney ¿ the surgeon switched to the harmonic 1100 and he was still getting some oozing ¿ 49 minutes into the procedure the screen went black ¿ assuming the procedure was converted to open an internal rapid response call was held on (B)(6) 2021 to include post market surveillance, customer quality, quality engineering, sales, medical safety, marketing, design engineering, and local associates to discuss enseal analyses. The rep gave an overview on the status of the account over the last 2 weeks. They have allowed reprocessed ligasure back into the regular or. The overall sentiment is starting to spread. The engineering team went through the device analyses. There were no issues with any of the devices but 2 of the 3 devices came back very ¿dirty¿/with ¿charring.¿ this issue could potentially be a factor in the sealing issues. Per the reps, there¿s a good chance these devices were used in bloody fields. The reps went through how the different surgeons were doing the steps for use. Pms confirmed that this is a very unusual occurrence. Worldwide, hemostasis issues are occurring less than 1%. The next steps are the reps will pull the generator logs of the generators the devices were used on, and they will reach out to the surgeons to see if they are willing to share any videos. Reps have requested analysis letters with photos. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. The device was tested with the test media and no anomalies were found. There were no anomalies noted with the functionality of the device. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during a nephrectomy there was bleeding from the venus that was uncontrolled. The surgeon had to convert to open to get the bleeding under control.